Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins has not been working since one month after it was implanted. When asked if it was related to device functionality or symptom management, the caller said the device itself had not been working. The caller said the patient needed an MRI. The agent reviewed MRI scanning guidelines. The caller then said the patient didn't have external equipment with them and was in ICU. Agent reviewed if daughter was unable to find external equipment at home, an mdt rep could be paged out.